Event description:
An innoculated tube leaked 1-2 ml of liquid into the instrument. Four weeks after the incident the specimen is negative for mycobacteria along with two other samples ffrom the same patient. Only a streptococcus spp. Was isolated. No death or serious injury has ocurred as a result of this event.